Event description:
It was reported that log files captured a series of no external power events on 15jan2025, around 14:33:46. This was caused by power to the mobile power unit (mpu) being briefly interrupted. The patient communicated that the cord with locking mechanism was not seated all the way in the power entry module of the mpu. The unit was secured and the cord locked itself into the power entry unit of the mpu. The unit was inspected and was unremarkable. There was no interruption in pump support during these events. The equipment was functioning as intended.

Manufacturer narrative:
Manufacturer¿s investigation conclusion: the reported event of abnormal alarms was confirmed via review of the submitted log file. The log file contained information spanning approximately 22 days (B)(6)2025 per timestamp). Abnormal low power hazard, power cable disconnect, and no external power alarms were observed from 1:25:34 ¿ 1:25:38 on (B)(6)2025 and 14:33:43 ¿ 14:34:02 on (B)(6)2025 while the controller was connected to the mobile power unit (mpu). The sequences of events appear to be consistent with losses of ac power to the mobile power unit. The abnormal alarms cleared when external power appeared to be restored to the system. While external power was lost, the backup battery activated as intended and the pump maintained a speed within the expected range. The mobile power unit (serial number: unknown) was not returned to abbott for evaluation.the root cause of the reported event was determined to be that ac power cord was not properly secured; however, a cause for this disconnection cannot be conclusively determined. The device history records could not be reviewed, as the serial number of the unit was not provided. Heartmate 3 patient handbook section 5, entitled ¿alarms and troubleshooting¿, and heartmate 3 instructions for use (IFU) section 7, entitled ¿alarms and troubleshooting¿, cover all alarms (including no external power) and the actions to take if the alarms cannot be resolved. Heartmate 3 instructions for use section 3 ¿ ¿powering the system¿ and heartmate 3 patient handbooksection 3 ¿ ¿powering the system¿ explains how to properly use the mobile power unit (mpu) and that in the event the mpu loses power the patient is instructed to switch power sources as the backup battery in the system controller will only temporarily power the pump. Heartmate 3 patient handbook section 6 ¿caring for the equipment¿ and heartmate 3 instructions for use (IFU) section 8 ¿equipment storage and care¿ explain how to care for and clean all equipment, including the mpu. Heartmate 3 patient handbook section 10 ¿safety checklists¿ and heartmate 3 instructions for use (IFU) section e ¿safety checklists¿ provide the user with checklists to assist the patient in performing routine maintenance of all components of the heartmate 3 left ventricular assist device, including the mpu. The heartmate 3 patient handbook cautions the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.